Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 49 mg/dl which was addressed by the customer eating. Reportedly, the customer was not concerned that the pump/supplies were the cause as the customer was a new pump user and stated that bg may have been use error. However, the cause of bg was unknown and customer declined further troubleshooting.